Manufacturer narrative:
The suspect device is a multi-use laparoscopic babcock grasper intended to grasp tissue in a variety of endoscopic procedures. DHR/lhr, device history record/lot history record, review showed that lot 1110101 as confirmed by manufacturing documentation to have been produced according to current and approved procedures and material specifications. Non conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The jaw components used in this finished device lot were confirmed by receiving records as acceptable for all test criteria. Potential causes of this type of failure are mitigated by jaw supplier testing and incoming inspection at conmed. One (1) 2-1005 5mm, 33cm length babcock detachatip device was returned for evaluation. Both of the jaws (2) had been completely broken off of the device at the jaw slot but only one (1) jaw was returned. The jaw that had detached and fell into the patient was discarded by the end user facility. Two (2) pieces of the proximal end of both jaws remained attached to the clevis pin on the inner rod. These were matched against the returned jaw to identify the piece that had been attached to the jaw that fell into the patient. Evidence suggests that this piece had sustained side load damage and fractured at the slot area of the grasper. The slot broke in the open position, first at the inner side of the jaw (teeth side) and then was twisted and broke at the outer side of the jaw (side opposite the teeth). The other piece attached to the clevis pin (piece that did not fall into the patient) also showed side load damage. The location of the slot fractures indicates that the jaws broke also in the open position. The fracture surfaces of the broken forceps were examined in the sem. Scanning electron microscopic (sem) examination of material found that all fractures were ductile without gross porosity or inclusions. The sem analysis has provided evidence that the fracture was ductile in nature clearly showing the direction to be diagonal supporting the twisting situation. The sem analysis also shows that these fractures were not the result of any defective material. The ductile fracture is a result of material overload. A previous study protocol was performed to evaluate the effect of side load forces on various detachatip jaws. One of the detachatip devices reviewed in this study was the babcock grasper. The study demonstrated through testing, that the jaws can withstand side load forces normally subjected during surgery and may misalign during excessive or extreme surgical conditions (twisting or rolling tissue will increase the risk of jaw deformation). The 5 mm babcock grasper displayed misalignment of the jaws when subjected to 4 lbs. Of side force. Per conmed's medical director the jaws of the device under normal surgical conditions would be subjected to one to two (1-2) pounds of force (lbf) and that two to three (2-3) lbf can be see but would be noted as excessive force. It is noted that the complaint device lot was produced october 11, 2011 (approximately (B)(6) months prior to this incident) and it is unknown how many times this device was used in surgery or cleaned and sterilized for reuse. The IFU, instructions for use, for the detachatip instruments states that, "detachatip laparoscopic instruments have been validated for twenty (20) steam sterilization cycles. The useful lifespan of a surgical instrument is largely dependent on the care and handling of the instrument. These instruments are designed to be disposed of when the operator determines that their performance is unsatisfactory. No attempts should be made to repair or sharpen these instruments or tips." Based on the manufacturing date of this instrument, the device may have been being utilized beyond its expected life expectancy. A potential cause of this complaint is excessive user wear and tear which weakened the jaw in the slot area over time. This may have occurred by bending the jaws back and forth in order to straighten them during or after use or cleaning/sterilization. It was noted in the physician's operating note for this surgical case that, "the specimen was placed in an endobag and brought out through the umbilical incision. There was some trouble bringing the bag out and after examination, it was seen that the grasper from the right side had been captured in the bag. The grasper was removed. However, the camera then visualized a metallic foreign body which on examination was the 2 cm or so length of the atraumatic grasper. The grasper was removed from the abdomen and visualized. It was seen that half of the grasper had broken off during the case." Therefore, it is noted that a contributing factor may have been excessive force while removing the specimen bag during use. The complaint investigation has not identified any manufacturing related defect and has determined that the reported failure is most likely use related. Therefore, corrective action is not warranted at this time. Conmed is considering this complaint closed.

Event description:
It was reported, "as surgeon dr (B)(6) attempted to retract during appendectomy, half of the tip broke off inside patient. The surgeon tried to find the tip but could not. The tip moved inside the patient and another port site was put in. The tip was still not visible and the surgeon opened the patient up to retrieve the tip. The broken piece was thrown away by the hospital."

Manufacturer narrative:
The device has been received by conmed corporation; however, the quality engineering evaluation has not yet begun. On completion of the quality engineering evaluation, a supplemental report will be filed.

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. A DHR/lhr, device history record/lot history record, review was not accomplished as the lot number of the device was not made available. The device was discarded by the end-user facility; therefore, a device evaluation was not conducted. A potential cause of this complaint is application of force during manipulation of the device which exceeded the cervical cone pull off strength capability. A contributing factor may have been not unlocking the locking mechanism and retracting the vaginal cone prior to removal of the device. This factor would increase resistance allowing the vcare shaft to pull through the cervical cone. The risk associated with this complaint is mitigated in the IFU, instructions for use, which states, "prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: 1. Intrauterine balloon, 2. Cervical cup, 3. Vaginal cup, 4. Locking assembly and 5. Thumbscrew) have been retrieved from the patient." The device was not returned for evaluation and the incident is most probably end-user related. The complaint investigation has not identified a manufacturing or component defect and the malfunction has been determined as use related; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.